Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station download was stopped. A technical support specialist confirmed issue was due to local network and not from the device. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system unexpectedly stopped download during the patients on the table. The customer stated that user prevented from accessing medications and causing delay. There were no adverse events or injuries reported based on this event.